Event description:
It was reported that the patient received an inappropriate shock. The patient's electrode was on advisory and a fracture was suspected. The doctor elected to program the system off. Later, the clinic asked if it would be okay to give the patient an MRI. Technical services advised not to do it if a fracture is suspected. The doctor may replace the system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock. The patient's electrode was on advisory and a fracture was suspected. The doctor elected to program the system off. Later, the clinic asked if it would be okay to give the patient an MRI. Technical services advised not to do it if a fracture is suspected. The doctor may replace the system. There were no additional adverse patient effects.